Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) ctu error 80. Unit came with an fdl, fill tube, temp cable, strap kit, chart. Unit filled normally. Troubleshot and the chiller had 400 ml's in it and was warm, writing up a quote for a chiller replacement. Chiller unit was replaced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that failed calibration for an error 80 expected 6 actual 32.9. Per review of wo notes, troubleshot and the chiller had 400 ml's in it and was warm, writing up a quote for a chiller replacement.

Event description:
It was reported that the biomed had the arctic sun device that failed calibration for an error 80 expected 6 actual 32.9. Per review of wo notes, troubleshot and the chiller had 400 ml's in it and was warm, writing up a quote for a chiller replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.